Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h1; h6. The reported event could not be confirmed due to lack of product/information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed as lot identification was not provided. Root cause has been identified as not device related as the hospital confirmed they found the missing instrument. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported that a 10mm ef tasp shim was missing. No patient injury or harm reported. All available information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.